Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a psf l3-s1 procedure. During the surgery, the physician noted that a set screw was cross threading and the material began shredding. No patient complications were reported.